Manufacturer narrative:
The following fields were updated due to additional information:d.10. Device available for eval?: yes.d.10. Returned to manufacturer on: 12/28/2020.h.6. Investigation: customer returned (4) 32gx4mm bd pen needles without tear drop labels attached. Consumer reported that she gets halfway through an injection and the medication stops, a more difficult time getting the pen needles to penetrate her skin during injections, the 2nd generation pen needles are not as sharp during injections, and more painful injections with these needles. All 4 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. All 4 pen needles tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. All 4 returned pen needles were examined, then tested for flow using a test pen injector: all 4 pen needles were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles are not sharp and the injections are more painful. Also, the medication doe snot flow and it is difficult to get the pen needles to penetrate the skin. Verbatim: consumer reported the 2nd generation pen needles are not as sharp during injections. Stated she has more painful injections with these needles. Stated she gets halfway through an injection and the medication stops. Consumer also reported a more difficult time getting the pen needles to penetrate her skin during injections.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles are not sharp and the injections are more painful. Also, the medication doe snot flow and it is difficult to get the pen needles to penetrate the skin. Verbatim: consumer reported the 2nd generation pen needles are not as sharp during injections. Stated she has more painful injections with these needles. Stated she gets halfway through an injection and the medication stops. Consumer also reported a more difficult time getting the pen needles to penetrate her skin during injections."